Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the transmitter had a pairing issue. No additional event or patient information is available. Data was provided for evaluation. The reported bluetooth pairing failure was not confirmed via data, but the data evaluation confirmed a permanent loss of connection . The root cause of the permanent connection loss could not be determined the reported issue of pairing failure is reportable based on the finding of loss of connection.